Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent partial removal of foreign body from right bladder wall on (B)(6) 2012 by dr. (B)(6) at (B)(6) hospital.

Event description:
It was reported that patient underwent partial removal of foreign body from right bladder wall on (B)(6) 2012 by dr. (B)(6) at (B)(6) hospital.